Event description:
It was reported that a flipped pump occurred. The revision was being done on the day of this report to move the pump to a new location in the patient's body. It was noted, the pump was unable to be interrogated due to it being flipped. It was not known what type of medication was being delivered via the device system. It was later reported, the patient never experienced any adverse effects or ineffective therapy. The patient's catheter was also replaced because when the health care provider opened up the pump pocket site, the catheter was broken. It was noted although the catheter wasn't intact; the patient still had reported not experiencing any adverse effects. The new catheter was attached to the already existing pump and the pump was moved to a new location. It was reported the patient was receiving preservative free morphine with a very small dose being administered to the patient daily.

Manufacturer narrative:
Updated - the catheter serial number to reflect the catheter that was implanted prior to the (B)(6) 2013 revision. Sn# (B)(4).

Manufacturer narrative:
Product ID: 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter product ID: 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).